Event description:
A report was received that a patient's ipg was experiencing premature battery depletion after undergoing a pocket revision procedure. It was discovered that the physician had used electrocautery during the revision procedure. The decision was made to replace the patient's ipg. The patient underwent a second pocket revision replace the ipg.